Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Insulin pump alarmed hardware low level failures during self-test and confirmed in the insulin pump history due to broken trace on keypad assembly. Insulin pump received with pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failures alarm. Customer performed self test which was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.